Event description:
Procedure type: lap chole. According to the reporter: during cholecystectomy surgery, the product was applied to the cutting site, but immediately after squeezing the handle, the distal end of the scissors (the junction join metal and plastic area) broke, the next 2 products also faced the same problem. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).